Manufacturer narrative:
The t:slim g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that a cartridge alarm 9 (overfill alarm) occurred when the customer was loading a reused cartridge onto the pump. Reportedly, the cartridge had been filled with 240 units of insulin. A new cartridge was loaded resolving the issue. Tandem technical support advised the customer not to reuse/ refill cartridges. The customer's blood glucose level ranged between 73-433mg/dl.